Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a steady impedance rise to high impedance which triggered an alert on the right ventricular (rv) lead. The threshold has also increased and is high. The lead remains in use. No patient complications have been reported as a result of this event.